Event description:
Information was received from a consumer (con) receiving morphine of an unknown concentration and dose via an implantable infusion pump for cervical/neck and spinal pain. It was reported that the patient's pump was migrating in his body, starting this past (B)(6), and was going to come through his skin. The device did not actually rupture the skin. The blood was pooling and looked like a bruise. The bruise was 6 inches high and as wide as the pump. The skin over the pump was paper thin. It had been moving for a long time the patient thought it was from sleeping on his belly. The patient moved from (B)(6) to (B)(6) 2 years ago and had not been able to find a doctor in (B)(6). The patient's pump had not been filled in a year and had been empty since (B)(6). The patient was traveling to (B)(6) to get the pump filled but the doctor said he would no longer fill the pump because the patient was out of state. The patient went through withdrawal, morphine was in the pump at the time. The patient went to the hospital sometime in (B)(6) and was not admitted to the hospital. When the patient went to the hospital they gave him ativan, "disterol" and one other drug. When the withdrawal started there was no more morphine left in the pump. When the patient first go the pump he had marcaine, morphine, and baclofen in his pump, a nd the patient had sexual side effects from marcaine. The patient did not know the dose and concentration of the drugs at the time the sexual effects started. No further complications were expected or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol therapeutics. It was reported that the last known managing physician had no knowledge of the patient having baclofen in his pain pump. The patient was last seen by the healthcare provider (hcp) on 2017 (B)(6). On an unspecified date in 2017 (B)(6). The patient did not show up for an appointment with the hcp. There were no further complications reported at this time.